Event description:
Attention turned to the olecranon. Dorsal incision over elbow made and carried to the dorsal ulna. The fracture was exposed and cleared of debris. The olecranon process was reduced to the proximal ulna. A 2.0mm mini fragment plate was placed dorsolaterally to maintain the reduction. We proceeded to definitive fixation with the plan to use a large 6.5mm cannulated screw intramedullary. A 2cm split was made in the distal triceps. A guidewire was placed and inserted in antegrade fashion down the ulnar canal. It was then overdrilled. A 6.5mm tap was inserted, but upon insertion the tap malfunctioned and broke. There was no safe way to retrieved the broken tap without significant damage to the ulna. I elected to abandon intramedullary fixation and perform plate fixation definitively to the olecranon. A 2.7mm mini fragment plate was selected and bent to contour the proximal ulna. It was applied dorsally. A combination of both lock and nonlocking screws were placed proximal and distal to the fracture. The broken tap was left in place since it was well fixed and contained within bone. Final fluoroscopic images obtained. .